Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. The cause was determined to be a false empty detect and use error with initial drain alarm setting inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 23:47:06. During night drain cycle one, the patient's ultrafiltration reading was 1082ml, indicating the home patient (hp) drained 1082ml more than their maximum programmed fill volume of 1500ml. No further information was available.